Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06958. It was reported that stent dislodgement outside the patient occurred. The target lesion was located in the mid right coronary artery (rca). A 2.25x38 synergy ii drug-eluting stent was selected for use to treat the lesion. However, the stent got dislodged from the balloon outside the patient's body. Subsequently, another 2.25x38 synergy ii drug-eluting stent was selected and advanced to treat the lesion. Moreover, during advancing, the stent got dislodged and embolized in the mid rca and was stented over. No patient complications were reported and the patient's status was stable.